Event description:
Microcrystalline arthritis [crystal arthropathy]; micro-crystals in synovial fluid [synovial fluid crystal present]; effusion on right knee [joint effusion]; pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a rheumatologist via a company rep regarding a pt (identifiers not provided). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc-one, 6ml. On an unspecified date, the pt experienced effusion and pain following the injection. Arthrocentesis was performed. The synovial fluid was sterile but contained micro-crystals. The action taken with synvisc-one was not provided. The pt's outcome was not provided. The relationship between synvisc-one and the events was not provided by the reporting physician. Additional info was received on (B)(6) 2011 from the reporting rheumatologist regarding a (B)(6) female pt, initials (B)(6). The pt's medical history is significant for grade 3 gonarthritis of degenerative etiology. Synvisc-one was injected on (B)(6) 2011. No arthrocentesis was performed immediately prior to the synvisc-one injection. This was the pt's first series of viscosupplementation. The synvisc-one was at room temperature on injection and the product was injected by latero-external route (ie. Sub-patellar injection). The pt experienced effusion on the right knee, and she was treated with arthrocentesis on (B)(6) 2011 and infiltration (nos). Thirty ml of synovial fluid were withdrawn. The fluid was clear, yellow (i.e. Inflammatory) and sterile. There were 11500/mm3 nucleated cells and 12500/mm3 crystals. The diagnosis was microcrystalline arthritis. The action taken with synvisc-one was none. The pt's outcome was not recovered without sequelae. The severity was assessed as moderate. The reporting physician assessed the relationship between synvisc-one and the events as definitely related. Additional info was received from the reporting rheumatologist on (B)(6) 2011. The time to onset was three days. The product that had been infiltrated to treat the incident was altim (cortivazol). The crystals had not been specified.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.